Event description:
It was reported the pt died. Further investigation revealed no issues; the devices were returned for disposal only. Despite several attempts to obtain the cause of death, the MFR was unable to obtain the cause of death. The funeral home would not release the cause of death due to privacy laws. The health care provider had not seen the pt since . 2005.

Manufacturer narrative:
Device analysis of the neurostimulator revealed no anomalies; normal device function. Device analysis of the extension revealed no significant anomalies. The extension was segmented due to explant damage.